Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the device failed a leak test. A root cause could not be identified. The cause was traced to a component failure. Based on the results of the investigation, it is likely that a bad charged coupled device (ccd) unit caused the blurry image and a bad connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the camera head displayed a blurry image. The issue was found during reprocessing. There was no patient involvement.